Event description:
During an in-clinic follow-up, it was not possible to interrogate the device with bluetooth (ble) telemetry. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the cause of the event was due to the bluetooth dongle. There was no issue with the device.